Event description:
A peritoneal dialysis (pd) patient's contact reported a blank screen on the cycler during step 7 of setup. The caretaker pressed the ok and stop, keys and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The caretaker rebooted the cycler. The ok and stop keys lit up but the screen remained blank. Technical services replaced cycler due to the blank screen. The patient's contact was advised to contact nurse to inform of replacement. There was no patient harm or adverse event, no medical intervention was required. Additional information was requested but not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. The functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. The device history record revealed per problem report that there was in internal short found on the inverter board 8-3-22. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's contact reported a blank screen on the cycler during step 7 of setup. The caretaker pressed the ok and stop, keys and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The caretaker rebooted the cycler. The ok and stop keys lit up but the screen remained blank. Technical services replaced cycler due to the blank screen. The patient's contact was advised to contact nurse to inform of replacement. There was no patient harm or adverse event, no medical intervention was required. Additional information was requested but not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.